Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding pump is inaccurate over 10%. Issue discovered prior to use. No patient was involved. No other information was provided.

Manufacturer narrative:
Additional information was added based on follow up received from the customer on 7-jun-2018. Also, if information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding pump is inaccurate over 10%. The volume to be infused was to be 75ml set at a rate 150ml however the pump delivered 95ml in 30 minutes. Issue occurred during testing with water. Manual was followed properly per customer. No patient was involved.